Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿guidewire ptfe coating peeling¿ could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that "I heard of one case where the coating was destroyed when backloading the introducer to the wire. This happened few months ago and was not announced to me. The wire was thrown away and packaging with lot number as well". Additional information provided by the customer indicated that the introducer sheath was used, when inserting the subject guidewire and the device was confirmed to be in good condition during preparation/prior to use on the patient. The introducer supplied with the subject guidewire is intended to be front loaded through the hub of the introducer, stryker does not recommend backloading the guidewire through the distal end of the guidewire due to risk of guidewire damage. An assignable cause of handling damage will be assigned to the reported event ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during the procedure the subject guidewire coating was destroyed when backloading the introducer to the wire. No further information available.

Event description:
It was reported that during the procedure the subject guidewire coating was destroyed when backloading the introducer to the wire. No further information available.